Event description:
It was reported that an atrial lead warning triggered, and mode switch to unipolar occurred. There were many high impedance measurements recorded. Additionally, it was noted that the patient has a history of falls. The clinic reprogrammed back to bipolar mode, and there have been no further impedance issues. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.